Event description:
The customer stated, that he required medical assistance by the paramedics for low blood glucose levels. The customer also stated, that the insulin pump was exposed to an MRI six months ago and he has experienced some low blood glucose levels within the past few weeks. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.